Manufacturer narrative:
Performed field removal of product.

Event description:
Hhe-(B)(4) product complaint# (B)(4) reported vial label is incorrect for part number and description per packaged product.